Manufacturer narrative:
On (B)(6) 2017 - this lead was explanted due to noise.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was detected on this lead during a follow up. This lead remains implanted.